Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due to pvp-> markers. Upon review, the marker was occurring after premature ventricular contractions (pvcs). The pvcs were causing atrial events to fall into refractory. Additionally, some atrial paces were covering up ventricular events, resulting in non-capture from ventricular pacing into refractory. The pacemaker was operating as programmed. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.